Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that approximately 10 years post implant the patient presented emergently. The patient was symptomatic, and was sent directly to surgery. The physician noted a proximal type I endoleak with aortic neck dilatation. An endurant cuff was placed to repair the endoleak. The physician did not believe that the endoleak was caused by migration of the stent graft. The physician also discovered an aneurysm in the right common iliac, which was treated by placing a coil in the right hypogastric artery, extending into the right external iliac artery with two endurant limbs. The patient had been lost to follow up the last several years.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak). (Disease progression; proximal neck dilatation).